Event description:
As reported to coloplast though not verified, pt experienced chronic pain, infections, dyspareunia, erosion and recurrent incontinence. An excise of mesh was performed on (B)(6) 2011.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.